Event description:
It was reported that infection occurred. Healthcare staff confirmed infection after assessing the patient's implant site, noting redness and drainage. The patient's temperature was increased. Documentation states the physician had some difficulty implanting the implantable cardiac monitor (icm) at the time of implant. The patient's icm was explanted, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.